Event description:
Received info stating pt had expired while on ventilator. No allegation of ventilator malfunction. Multiple attempts to try and retrieve further info. As per customer unit will be sent to npb for eval.